Event description:
A baxter service tech reported an infusion pump with an 810:11 failure code that was found in the device's event history during service. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.